Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 19.3 mmol/l (347.4 mg/dl) while wearing the pod. Symptoms reported include hyperglycemia, shortness of breath, vomiting, chest tightness, thirsty and tired. The patient was not using a sensor at the time and the pod was in limited mode for 2 weeks. The patient was treated with intravenous fluids, including insulin and phosphate, plasma-lyte and kajos potassium. The pod was removed at the hospital. The patient was released after 4 days ((B)(6) 2025).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.